Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The physician was alerted the device went into backup mode. The patient was called in and the device was reprogrammed successfully. The patient was in good condition following the event.